Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a large amount of blood in the light bundle, component failure of the lightguide bundle, depression at the insertion part. The most probable cause for the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the device had exhibited a large amount of blood in the light bundle depression at the insertion part and had shown component failure of the lightguide bundle. There was no patient involvement.